Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system once frequency medications were not visible on the screen. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.